Event description:
It was reported that during thyroid tumorectomy case, the stimulation probe was both used in the operative field and the actual measurement values, but it could not be confirmed. Disconnection was suspected and replaced with the new one. The actual stimulation value displayed as 0 in the nim3.0 main unit. There was no patient injury.

Manufacturer narrative:
H3: product analysis of the device found that visually, there was no damage in the construction of the device. Electrically, resistance of the entire assembly should be less than 0.3 ohms and the actual measurement was 0.3 ohms which was in specification. The probe tip fit securely into the handle with no issues. Functionally, the probe was connected to a nim system using a 1.0 ma stimulating current and a 100 v threshold and, while stimulating with a patient interface, there was intermittent response while attempting to manipulate metal to metal contact between the distal tip and the simulator which would have resulted in the reported event. The sample tip was replaced with a reference tip and there was consistent response. Under magnification, there were differences between the sample and reference tips with the sample tip being discolored and did not have as much metal surface area compared to the reference tip. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.